Event description:
It was reported that this left bundle branch lead was explanted due to loss of capture (loc). The lead was replaced with a right ventricular (rv) lead. No additional adverse patient effects were reported.